Event description:
It was reported by the patient that the patient feels shortness of breath when climbing stairs. It was also noted by the patient that the device lower rate was programmed to 60 beats per minute (bpm) but the patient's heart rate was at 55 bpm. Follow-up was attempted to determine if the device was functioning appropriately to contol the patient's rate, or if intervention was necessary, but no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).